Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge¿ balloon catheter was selected for use. However, the proximal shaft got separated from the distal shaft outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported.